Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was unknown. Customer took out the battery without clearing the alarm. Customer put the battery back in and the device started counting down. Device alarmed battery out limit alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected failed battery test, battery out limit alarm, blank display anomaly or display anomaly noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window.